Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. A sample from the reported lot was returned and subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached as the reported issue could not be replicated during testing with the returned sample. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A facility administrator (fa) reported to fresenius that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 90 minutes after the initiation of treatment. The event was preceded by the fresenius bloodlines clotting. The patient¿s venous and transmembrane pressure (tmp) rose and then the blood leak occurred. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer or bloodlines. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
(Date received). The date received on the initial MDR submission was incorrectly reported as 6/8/2023. The correct date is 6/7/2023.

Event description:
A facility administrator (fa) reported to fresenius that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 90 minutes after the initiation of treatment. The event was preceded by the fresenius bloodlines clotting. The patient¿s venous and transmembrane pressure (tmp) rose and then the blood leak occurred. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer or bloodlines. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A facility administrator (fa) reported to fresenius that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 90 minutes after the initiation of treatment. The event was preceded by the fresenius bloodlines clotting. The patient¿s venous and transmembrane pressure (tmp) rose and then the blood leak occurred. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer or bloodlines. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.